Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive, and a malfunction alarm occurred. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method in insulin therapy and a replacement pump was sent to the customer.